Manufacturer narrative:
The catheter will not be returned for evaluation as it was discarded at the hospital. (See scanned pages).

Event description:
Coiling treatment of an aneurysm. After the first two coils were successfully implanted, the third coil could not be delivered through the catheter. Changed to a new coil of same size but resistance was encountered during coil delivery. Then, it was reported that the catheter perforated the aneurysm. The patient expired three days after the procedure due to the ruptured aneurysm.